Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite prevue was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed. The unit displays a dark ultrasound image. The probe has scratches and cuts on the ultrasound pad, causing a dark vertical line in the ultrasound image. The root cause is due to an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the image is very dark despite adjusting settings.